Manufacturer narrative:
This report is being submitted to include additional and corrected information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that were likely to have contributed to this adverse event. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated/corrected: b4: date of this report added. B5: event description corrected. B7: relevant history updated. D2: common device name corrected. D4: additional device information updated. D6a: implanted date updated. D10: concomitant medical products updated. G1: manufacturing site for devices updated. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4109: historical data analysis. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2023 due to an alleged loosening of the patient's 18x100mm canal-filling stem extension. During the revision surgery, the patient's resurfacing femur, resurfacing femur axial pin, and 18x100mm canal-filling stem extension were revised to a distal femur, distal femur axial pin, and 13x120mm cemented segmental stem. The following implants were also revised: tibial hinge component and tibial poly spacer. There were no alleged malfunctions with the resurfacing femur, resurfacing femur axial pin, tibial hinge component, and tibial poly spacer. No additional information regarding this event has been reported.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2023 due to an alleged loosening of the patient's canal-filling segmental stem. During the revision surgery, the canal-filling segmental stem was revised to a cemented straight segmental stem. The following eleos implants were also revised: distal femur, male-female midsection, tibial hinge component, and distal femur axial pin. Attempts were made and no further information was made available.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.